Event description:
It was reported by the patient that the heart has been racing when performing daily activities around the home and the patient was concerned about device function. The patient was encouraged to discuss the sensation with the physician. Follow-up with the physician's office revealed no record of the patient; no further information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).